Event description:
The customer reported that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 205 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump had corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.